Event description:
A malfunction alarm identified as "malf 24" was reported, and was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support on how to store the malfunctioning pump and was advised on the necessary steps for using the replacement pump that was sent to them. Additionally, the customer will use a backup insulin pump to ensure continuous insulin delivery.